Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline would not open properly or completely as it was attached to a curved/bent section of the blood vessel. There was also high resistance in the distal end and recovery difficulties. After recovering a small amount of the released pipeline, the microcatheter and pipeline were removed and replaced and the procedure completed successfully. It was noted that the patient's vessel tortuosity was moderate. There were no related patient symptoms. The devices were prepared/flushed as indicated per the IFU. Ancillary devices include an 8f cordis crural sheath, gf guilding guide catheter.